Manufacturer narrative:
Failure analysis noted that the pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched on the display window and cracked case near the display window corners. The pump was unable to prime at 4 pounds during the prime/compromised force sensor test due to partially detached end cap. The pump was monitored and all operating currents tested within specifications. There was no blank display. (B)(4).

Event description:
The customer reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 154 mg/dl. The customer stated that the pump was dropped but with no visible cracks in the case or display. The drive support cap was okay but there was blank display after the drop. The pump restarted and there were two weak battery alerts in the history. The bolus was not delivered. The battery was changed and the bolus was delivered and noted in the history. The customer called back days later and stated that insulin squirted out during manual prime. The customer was disconnected during priming. The pump continued to move forward after reservoir contact. There were no numbers on the screen and no beeps were heard. Priming was impossible even after trying different infusion sets. The pump was not bumped or dropped. Troubleshooting was not able to resolve the issue. The device was returned for analysis.